Event description:
It was reported that during a replacement operation, impedance measurements performed on several contacts prior to the procedure were abnormally high. During the operation, a defective extension was observed. Persistently high impedance values remained after the replacement operation. The healthcare professional indicated that a discussion would take place with the patient regarding the potential need for additional surgery to exchange the defective extension. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the healthcare provider (hcp) spoke with their colleague and it was conveyed that a defect was likely present in either the extension or possibly the leads. The patient was in good condition postoperatively and will get in touch should their condition deteriorate. No further surgical intervention is currently planned, although in the hcp's opinion, such a procedure may become necessary in the future.